Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event at the site on (B)(6) 2026 which led to tape not sticking issue. The infusion set was in use for four to five days. No further information is available.